Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Tandem's t:slim user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. Reportedly, the customer loads the cartridge with cold insulin and does not perform the cartridge air removal process. The customer continued to use the cartridges for insulin therapy. Blood glucose level was in the 200's mg/dl range. Tandem technical support educated the customer that not performing the air removal process and loading cold insulin onto the cartridge was off-label and could cause fill estimate discrepancies.